Event description:
A customer contacted beckman coulter (bec) to report a fluid leak on the floor underneath a unicel dxc 800 pro synchron clinical system. The leaking fluid was waste. Per customer, the volume of leak was 200 ml and was contained within the instrument. The customer was wearing proper personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported and no erroneous patient results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and determined that valve j2 in the ise flowcell drain had failed. Fse replaced the valve which resolved the issue. Repair was verified per established procedures and results met published performance specifications. The cause of the leak is attributed to valve j2 in the flowcell drain. (B)(4).